Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in three pieces. Failure event observed during analysis. Final analysis found an internal insulation abrasion at 7.8-8.5 cm from the distal tip. The etfe coating was in tact in this region. An external insulation was noted at 16.6-17.5 cm from the distal tip, consistent with friction to another device or feature of the heart. External insulation abrasions were also noted 37.4-38.1 cm and 39.5-40.1 cm from the distal tip, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.